Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, was the device itself not able to be closed down on tissue? Or was the anastomosis not closed completely? If yes, were there unformed or malformed staples seen? Were there any patient consequences?

Event description:
It was reported that during a sigmoidectomy, when using the 29 mm circular stapler, it ended up not closing completely, causing the doctor to reinforce with suture.